Event description:
It was reported that during a perineal resection procedure, the surgeon tried to activate and push the blade of the device distally. However, he complained several times that the blade was stuck and could not be advanced from the proximal position, although only little tissue was within the jaws. Even after repeatedly showing him the correct use of the device he still complained about a stuck blade. It is unknown how the procedure completed. There was no patient consequence. One device will be returning. Did the surgeon press the energy activation button? Yes, the surgeon pressed the activation button. Did the surgeon hear the tone changes? Yes, there was a change in tones when the button was pressed after some time. When he tried to advance the blade after the second tone, the knife stuck according to his description although the activation button was fully pressed.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The device reported was for batch h9188j. The device received was batch h91v0k. The device was received with the handle shrouds slightly apart (excessive gap). "The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified and the cutting of the test media performed as expected. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached; and tone 3 is heard when the cycle is complete) no yellow alert screens were displaying during testing. During functional testing the jaws open and closed properly with the blade advancing.